Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The lot number was not provided, therefore it is not possible to determine in which conditions this material was manufactured. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. Customer complaint cannot be confirmed based only on the information provided, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. However all personnel from the production line will be notified to make them aware of this issue. If the defective sample becomes available this investigation will be updated with the evaluation results.

Event description:
The event is reported as: the customer alleges that while preparing the nebulizer for use, it was discovered that the mouthpiece of the device was missing from the package. The patient's safety and well being was not jeopardized.